Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02933 addresses the other device. It was reported to boston scientific corporation that two jagwire guidewire were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the first guidewire was unpacked, the surface felt wrinkled. It was not possible to insert the guidewire into an ultratome xl sphincterotome . The tip of the guidewire was detached. The same issue occurred with the second jagwire guidewire. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02933 addresses the other device. It was reported to boston scientific corporation that two jagwire guidewire were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the first guidewire was unpacked, the surface felt wrinkled. It was not possible to insert the guidewire into an ultratome xl sphincterotome . The tip of the guidewire was detached. The same issue occurred with the second jagwire guidewire. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual inspection confirms the tip of the guidewire was not detached as had been reported. The tip length was measured and found to be within specification. No dimensional anomalies or evidence of fracture were observed. The jagwire presented bends/kinks along the working length at 1 cm, 4 cm, and 7 cm from the distal tip. Several sections of the ptfe jacket exhibited evidence of being damaged. Upon further examination at 40x magnification, the distal tip section and the ptfe jacket surface appear to exhibit clear indications of having been skived by some type of device exposing the core wire. Except were noted, no other damage or inconsistencies were noted to this specimen. The outside diameter of the jagwire was measured with a digital micrometer and found to be within specifications. The most probable root cause is caused by other device. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. The instructions for use under precautions and warnings state: "caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire" the condition of the returned unit was not consistent with the customer complaint that the tip of the guidewire was detached. This event has been deemed a non reportable event based on the investigation results.

Manufacturer narrative:
The supplemental emdr was due on (B)(4) 2010 and was submitted on (B)(4) 2010 but there was a delay in processing acknowledgement 3 due to an FDA server issue which made the MDR appear late.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02933 addresses the other device. It was reported to boston scientific corporation that two jagwire guidewire were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the first guidewire was unpacked, the surface felt wrinkled. It was not possible to insert the guidewire into an ultratome xl sphincterotome . The tip of the guidewire was detached. The same issue occurred with the second jagwire guidewire. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.